Manufacturer narrative:
A ge service representative performed an onsite investigation. The right monitor and the motorized orbital pots were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed poor image quality, and the motorized control unit would lock up and display an error message. No patient injury was reported.